Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No patient consequences were reported.

Manufacturer narrative:
The reported event of juno only mode was not confirmed. Based on the information provided, the device was recovered through the juno only receovery procedure with the help of technical support.